Event description:
It was reported that during a rotational atherectomy treatment procedure, a sheath separation occurred. The target lesion was located in the proximal right coronary artery. The physician used a 1.50mm rotablator rotalink plus device to treat the lesion and it was observed that the outer sheath was separated about mid way in the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: only the catheter was returned and not the plus unit as reported. An initial examination of the complaint unit was carried out. It was noted approximately 25cm from the strain relief; the sheath was crushed/damaged and torn. Blood was noted in the catheter sheath. No issue was noted with the strain relief. The handshake connections of the rotablator catheter unit was disconnected and reconnected to a test advancer and no damage was noted with the handshake connections of the rotablator catheter unit. The sheath was torn 25cm from the strain relief where the sheath seemed to be damaged. The catheter could not be wet tested due to the damage to the catheter sheath. This is consistent with over tightening of the hemeostasis valve. The burr was microscopically examined no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).

Manufacturer narrative:
Age at time of event: over (B)(6). (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a sheath separation occurred.the target lesion was located in the proximal right coronary artery. The physician used a 1.50mm rotablator rotalink plus device to treat the lesion and it was observed that the outer sheath was separated about mid way in the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.